Event description:
The depuy mitek rep. States that during a sad operation the ceramic portion of a vapr se electrode broke off into the pt. They looked for the broken fragment inside of the pt but could not find it. They are reporting no pt consequence over this incident.